Event description:
It was reported that a spectrum pump had a system error 322. The customer reported that this pump was on a patient when it experienced the system error 322 alarm. He reported that the alarm caused a delay before the infusion therapy was started. There was no injury to the patient or any unfavorable or unintended symptom was a result of the delay.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter rec'd and evaluated the device. The reported system error 322 was confirmed through review of the event history log. It has been determined that the upper and lower auxiliary were the failing components which caused this error. The upper and lower auxiliary were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.